Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented in clinic with non-sustained rv oversensing events. Review of the episodes showed myopotential oversensing. Device was reprogrammed; patient will continue to be followed up normally.